Event description:
The technician alleged the siderail will not latch or hold in the up position. No patient impact.

Manufacturer narrative:
The technician found the center arm assembly on the siderail was broken. The technician replaced the siderail center arm assembly and cover to resolve the issue.